Manufacturer narrative:
Pt with a unicondylar knee implant was revised to a tkr. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Pt with a unicondylar knee implant was revised to a tkr.